Event description:
It was found during testing that a pump was alarming for an upstream occlusion message. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom upstream occlusion alarms was confirmed and reproduced. It was caused by a failed upstream sensor. The evaluation found the upper and lower readings, on the ultrasonic sensor, with a fluid filled tube to be out of specification. Low ultrasonic readings make the pump more sensitive to air-in-line and upstream occlusion alarms. As a result, the upstream sensor was replaced.